Event description:
The customer reported poor image quality and intermittent no image displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).